Event description:
Replaced a new a-line set up and after hooked up to the patient noticed the plunger was not functioning correctly. I saved the product and gave to manager. Issue: no tension in plunger, can allow for backflow of blood. Manufacturer response for arterial line tubing, a line "plunger", safeset arterial line tubing (per site reporter). [Redacted date] - (B)(6) materials staff emailed global complaints ICU medical to report the event. [Redacted date] - (B)(6) materials staff emailed the clinicians requesting they complete the bd questions and respond with that information. [Redacted date] - RMA/sample kit received; sample packaged and shipped fed-x.